Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result surgical intervention was undertaken wherein the ipg was repositioned on april 12, 2023. Effective therapy was established postoperatively.